Event description:
Customer's mother called in to report that her son had high blood glucose of 407 mg/dl and the insulin pump is not working correctly. Caller stated that the customer treated with a manual injection. Caller stated that the customer change the infusion set and reservoir. Advised to call when tubing clamp arrive to troubleshoot the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.